Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 4 syringe integra 3ml w/ndl 23x1 rb experienced needles that were loose/pulled out of hub, and leakage. The following information was provided by the initial reporter: material no.: 305271, batch no.: unknown. Bd integra syringe, 23gx1 (0.6mm x 25mm), ref 305271. Received syringes for injections of testosterone cypriate (0.5ml) had a (B)(4) failure rate over 4 random syringes from a brand new box. The needle comes loose under injection pressure. Plunger pops the needle loose, plunger thrusts forward, pushing out the remaining medicine out around the base of the needle. In one instance, when the plunger was withdrawn following the collapse pf the plunger, the needle was completely drawn into the syringe itself.